Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 years 10 months following the implant of this transcatheter bioprosthetic valve, the patient passed away due to acute heart failure. Causal relationship with the device is unknown.

Manufacturer narrative:
Updated fields: b2 - date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated fields: b5 - event description codes added: a050405, e0621, g04027. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the same day following the implant of this transcatheter bioprosthetic valve, the patient had moderate paravalvular leak (pvl). No intervention was performed, and at a follow-up examination two months following transcatheter aortic valve replacement (tavr) there was no regurgitation present. Eight months following tavr, mild pvl was reported, however after one year and two months post-tavr, the pvl had once again disappeared. Follow-up examination two years and two months post-tavr showed mild pvl again. No pvl was present at the final follow-up examination three years and three months post-tavr. Three years and 10 months following the implant of the valve, the patient passed away due to acute heart failure. Causal relationship with the device is unknown.